Manufacturer narrative:
(B) (4). Results: evaluation of the returned alarm unit shows that it powers on and the alarm functions. The control buttons for the alarm tones cannot be changed. (B) (4).

Event description:
Customer claims that the alarm has power, but no alarm tone when the magnet clip is detached from the alarm. The unit was tested with new batteries. The alarm unit has no visual damage. There was no patient injury reported.